Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 589 mg/dl and a high level of ketones. Reportedly, customer was using admelog for insulin therapy. Bg was addressed via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.